Event description:
This pt had a left total knee approximately 5 months ago and has had pain since that time. Pt has to use a walker to assist with ambulation. Pt was admitted for a revision of the left total knee. The articular insert was removed and replaced.